Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch therefore, unable to verify pump error 43. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. Unit motor alerted pump error 38 when tested individually due to corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was able to clear alarm and able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.